Event description:
It was reported that the patient was having ¿several symptoms¿ and wanted to know if the pump could be removed if the healthcare provider (hcp) decided it was best. The patient¿s stomach seemed full all the time, he had trouble having a bowel movement, and his urine was darker ever since he had the pump implanted. The reporter then stated he ¿really noticed this after they put the methadone in which was about 2 weeks ago¿. The patient had an appointment on (B)(6) 2015 and stated he would discuss it with the hcp. The pump was used to infuse methadone at that time. Additional information received reported the patient was not able to exercise or do sit ups. The patient was allergic to morphine, which was reportedly put in the pump right after implant. The patient no longer had drug in the pump. The patient could only eat a little bit and ¿he had it come out either the front or the back.¿ additionally, the patient felt ¿stifled¿, congested, and suffocated since implant. The patient was also not able to sleep well. The hcp had reduced the pain medications, and the patient suffered all the time, and also mentioned a panic attack and blood pressure changes. The patient was on a fentanyl patch and ¿went from 50 mg to 12 mg and now it is back up to 37 mg¿. The patient was also on lyrica, and oxycontin. The patient again stated they wanted the pump removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
(B)(6) 2015 lfc (hcp): additional information reported that the patient had no problem with pump, but that the pump was an insurance issue with the patient. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.